Event description:
Caller reported air bubbles and gaps within the cartridge tubing observed during pumping. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl. Customer performed a supply change to address the issue.